Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor had needle detachment. The customer stated that there was no needle or electrode on the sensor. The customer realized this after the sensor insertion. The customer was unable to see if the electrode was in the plastic part of the sensor or not. The customer's blood glucose was 70 mg/dl. Advised that a replacement sensor would be sent. The customer returned the sensor for analysis. Nothing further reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and sensor cannula was retracted inside the sensor base, unable to confirm if customer received sensor in said conditions as it was returned opened/used. Insertion needle was also inspected and no defects were noted.